Manufacturer narrative:
One bi-directional, curve d-f, tacticath sensor enabled contact force ablation catheter was received for evaluation. Electrodes 1-4 met specifications during electrical testing with no open or short circuits detected. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported signal issue remains unknown.

Event description:
During the atrial fibrillation procedure, the catheter displayed an issue in pole 3, showing interference in the signal and displacement of the catheter outside the collected geometry resulting in cancellation of the procedure. The catheter was exchanged but the issue did not resolve. There were no adverse patient health consequences.